Manufacturer narrative:
All available information was investigated and the reported leak (hemostasis valve did not pass the water level test) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (hemostasis valve did not pass the water level test). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc) the hemostasis valve did not pass the water level test. The device was not used. Another sgc was used to complete the procedure. One clip was implanted, reducing mitral regurgitation (mr) from grade 4 to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.